Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that after replacing the cd drive, the system performs as intended. The system then passed the system checkout and was found to be fully functional. The part was not returned to manufacturer.

Event description:
Medtronic received information regarding a navigation device being used intra-operatively for a catheter placement procedure. It was reported that when trying to login to the cranial application, the site got an sr manager error and the system reboots. Navigation was aborted. There was a reported delay to the procedure of less than 1-hour and no known impact on the patient outcome.